Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Total number of procedures where monocryl suture used after which post-op event occurred? For each procedure where monocryl suture was used, provide the following: event description. Product code and lot number of the monocryl suture used. Event date. Procedure name. Patient consequences/ae report if any? How was the dehiscence managed? Any medical / surgical intervention performed or planned due to the post-op event reported? If a surgical intervention was performed, provide surgical/operation notes. Qty involved? Sample return, if any? Patient current condition? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What in the physicians opinion are the factors contributing to the event?

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date and suture was used. The patient experienced wound dehiscence and puss at the knot area approximately 3 weeks post procedure. The treatment was not reported. The patient current condition is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: can you clarify which product code the device returned applies to? The complaint occurred after the procedure was done. No lot numbers could be given. The small piece of monocryl was a cut out post op procedure in theatre due to wound dehiscence. The dr could not indicate what monocryl code was cut out. During the visual inspection of the suture piece, a knot and body fluids were noted. As the suture has begun with the process of disintegration, no additional test could be performed due to the time of exposure to the environment couldn¿t be determined.